Event description:
It was reported that pump displayed a minimum fill notification while customer was attempting to load a new cartridge containing insulin. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed sufficient usable insulin remained in cartridge, cleaned pneumatic tap area as instructed by technical support, reloaded same cartridge, and successfully resumed insulin delivery, and no additional follow-up information was reported.